Event description:
The lay user/patient called lifescan (lfs) in 2008 and alleged that a one touch ultramini meter was giving inaccurate erratic readings. The medical affairs specialist is classifying the complaint based on the available information, as the patient could not be contacted by phone directly to obtain the additional information. The patient reported blood sugar results of 172 mg/dl and 137 mg/dl received on the reported lfs meter, performed within less than 10 minutes of each other. Based on the statistical methodology, the calculated difference between the compared results exceeds the expected value of less than 20%. The patient indicated that the reported issue started a couple of weeks before she called lfs. She mentioned that she was taking an increased amount of insulin due to the issue. She takes apidra through insulin pump. She mentioned experiencing low blood sugar symptoms sometime after the issue. It is unknown what exact symptoms she was feeling. She treated herself by eating and drinking something. A quality control test was performed with passing result. The customer service agent (csa) discovered that the patient was using incorrect technique to clean the puncture area. The csa also verified that the patient was using correct technique to test, she was reading the meter right side up, the sample was collected from an approved source, the test strips were in good condition, the meter was coded properly and the unit of measurement was set correctly. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the patient allegedly reported that she had administered an increased amount of insulin due to the reported issue and later allegedly experienced symptoms of low blood sugar.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it. If the products will be retuned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.